Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 06/22/2023, 06/29/2023 and 07/13/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that error code 1102 had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse confirmed the issue via the event logs showing that the motor speaker had failed as well as the power speaker. The rse advised the customer to replace the speakers and if the replacement of the speakers do not resolve the issue then the customer should replace the central processing unit (cpu). Investigation is ongoing.